Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of the tibial component at the bone to implant interface. It was reported that the patient experience pain every time she had to stand up her knee hurt. The pain subsided after she took 5-10 steps. The surgeon took x-rays of her knee at his office and he determined the tibial component was loosed and revised for revision. It was also reported that the surgeon ruled out infection and also took stat cultures in surgery to ensure the joint was not infected. The surgeon proceeded with removing the cementless tibial baseplate and poly. Decided a stemmed fixed bearing component as the best option for the patient. No surgical delay. Dor: (B)(6) 2021, left side.